Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that three days after the implantation of the intraocular lens (iol), the patient developed fulminant panopthalmitis. Additional information indicated that the event involved the patient¿s left eye. The patient came up with eye pain on third day and was shifted to another hospital where she was given intravitreal treatment, but they were not able to save the eye.